Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the al326 instrument jammed during the procedure as the surgeon was attempting to apply clips to the cystic duct. Md successfully applied clips with the same device prior to it jamming, as it was working in a rough manner and not providing clips. Another instrument was used to complete the case. There was an extended or time of 5 minutes.